Manufacturer narrative:
Catalog number, lot, steri lot, & manufacturing date were updated. An event regarding subsidence involving a securfit stem was reported. The event was not confirmed. The device was not returned for analysis. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
It was reported that the patient's left hip was being revised due to subsidence of the stem. Previous rejuvenate revision patient.

Event description:
It was reported that the patient's left hip was being revised due to subsidence of the stem. Previous rejuvenate revision patient.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a securefit stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.